Event description:
The facility reported a colleague infusion pump with the reported condition of inoperative keypad buttons at channel a. It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is 5.48.92.

Manufacturer narrative:
(B)(4). The reported condition was confirmed during sample evaluation. The root cause was determined to be fluid ingress. Additional information: according to a service history review, the previous service did not contribute to the reported problem. A follow up report will be submitted if any additional information becomes available.

Manufacturer narrative:
(B)(4). The keypad was replaced to correct the reported condition. A device history review was performed finding one exception during manufacturing, however, the device was re-tested and found to be performing as designed.